Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2318700, model: sc-2318-70, serial: (B)(6), batch: 5002119, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2318700, model: sc-2318-70 serial: (B)(6), batch: 5001728, UDI: (B)(4). Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, batch: 35008213, UDI: (B)(4).

Event description:
It was reported that the patient developed an infection that caused redness and fluid discharge at the pocket site. The patient underwent a spinal cord stimulator (scs) explant procedure, was doing well postoperatively and the explanted devices were kept by the facility. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Model number/catalog number: sc-2318-70/sc-1232/sc-4318. Serial number: (B)(6). Batch/lot number: 5002119/5001728/774493/35008213. Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however response was not received. Device history record it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient developed an infection that caused redness and fluid discharge at the pocket site. The patient underwent a spinal cord stimulator (scs) explant procedure, was doing well postoperatively and the explanted devices were kept by the facility. No further information has been obtained despite good faith efforts.